Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. The ve ntricular catheter and peritoneal catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device due to hydrocephalus. According to the report, after connecting the ventricular and peritoneal catheters there was found to be poor drainage. It was reported the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is doing well.